Event description:
As reported by the user facility: "at 1441 glanced at IV insulin bag, had approx. 10 cc left infusing at 2.6 cc/hr bedside glucose 144, 1514 called into room pt c/o nausea, insulin bag was empty bedside glucose 72, stopped infusion immediately and removed IV pump, gave pump to (B)(6). Informed (B)(6), orders received".